Event description:
A customer reported that on (B)(6) 2012 erroneous elevated red blood cell (rbc) and hematocrit (hct) as well as erroneous low mean cell hemoglobin (mch) and mean cell hemoglobin concentration (mchc) results were generated on a coulter lh 780 hematology analyzer for five patients. The initial erroneous results were not accompanied by instrument generated flags, however operator-defined hct and hemoglobin check failures were generated in conjunction with the results. Per beckman coutler inc. Labeling, (lh780, operator guide, pn 773023): the lh 700 series applies instrument-generated and/or laboratory-defined flags, codes, and/or messages to each set of patient results. Flags, codes, suspect and definitive messages are used to alert you to an instrument malfunction, specimen abnormality, abnormal data pattern, or abnormal results. Beckman coulter recommends review, appropriate to your patient population, of all results displaying a flag, code or other message. The erroneous results were not reported outside of the laboratory and hence there was no report of death, serious injury or modification to patient treatment associated or attributed to this event. Subsequent retesting of the samples on an alternate instrument resulted in lower rbc and hct results as well as higher mch and mchc results. The repeat results were regarded as valid and reported out of the laboratory. Slightly higher initial platelet values were also observed, but there was not a clinically significant difference between initial and repeat patient results the instrument was within quality control specifications before the event. The instrument was taken offline until it could be serviced. No sample collection/handling information, patient specific information or additional instrument performance information was provided by the customer.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the site on (B)(4) 2012 for this event. The fse found the rbc diluent dispenser not functioning properly and also found tubing on rbc aperture 1 was not fed through the pinch valve properly. He replaced the rbc diluent dispenser and redressed the count tubing for the rbc aperture 1. Upon completion of the necessary and verified repairs, the instrument was returned back into operation. The cause for this event was due to the rbc diluent dispenser and tubing at rbc aperture 1 not functioning properly.